Event description:
Reportedly, the nav6 emboshield was used in the left femoral artery with a non-abbott filter wire instead of the filter wire included. The nav6 emboshield was placed and ballooning and atherectomy were performed. The nav6 was then removed without incident; however, when the blood flow was checked it was noted to be slow and on angio, it was determined that debris had embolized to the popliteal artery. The patient was hospitalized and placed on a tissue plasminogen activator and nitro drip overnight. An angio was done on the patient the next morning to see whether the debris had dissolved and it was decided to take the patient to surgery. An embolectomy was performed by two surgeons over a period of 6 hours. At this point the foot has not been amputated, however, the physician is cautiously optimistic. The patient remains in the hospital. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effects of embolism and ischemia are listed in the emboshield nav 6 instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the emboshield nav6 was used to treat the femoral artery, it should be noted that the indication for use listed in the IFU states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. The diameter of the artery at the site of the filtration element placement should be between 2.5 and 7.0 mm. In this case, it may be possible that the off-label use of the nav 6 contributed to the reported embolism.